Event description:
The patient side manipulator (psm) was returned to intuitive surgical inc. (Isi) for testing and recertification. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments.

Manufacturer narrative:
The psm arm was returned to isi for testing and recertification. Failure analysis found that the psm failed the weighted brake drop test, friction test, harmonic drive and advance brake test for axis 1 and 2. The axis 1 and axis 2 brakes were replaced, and axis 1 harmonic drive was replaced to correct the problems. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the weighted brake drop test during failure analysis. Although this was found during recertification and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.